Event description:
It was reported that patient lost stimulation and ipg was unable to communicate with external device following an unrelated surgical procedure. Prior to the procedure ipg was placed in surgery mode. An abbott representative was able to troubleshooting the device and restore therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight but information was not received. An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue and establish communication. Device was reprogrammed and therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.